Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 (mg/dl). Reportedly, customer believed that the low bg level was due to extensive exercise. Customer consumed juice and food to treat bg level.